Manufacturer narrative:
The reagent lot number is 82364701 with an expiration date of 30-nov-2025. The field service engineer (fse) inspected the module and found an obstruction of residual cloth in the cell rinse nozzle and liquid (highly concentrated waste) flowing back to the cuvette. He then decontaminated the rinse tube. He also readjusted the low cell blank water level. The product labeling states, "cleaning the reaction cell rinse nozzles of the c 701 and c 702 module. Deionized water. Lint-free cloth." The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation assay results from two patient samples tested on the cobas 8000 c702 module. One example of discrepant results was provided: the initial result from the module was 61.4 u/l. The repeat result from a cobas c 502 analyzer was 22.2 u/l.